Event description:
It was reported that during a laparoscopic vasectomy procedure using optiview technology, the device was leaking when the surgeon inserted an (B)(4) device into the trocar. They then inserted a 5mm trocar next to the 12 mm trocar for the working port to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that the patient received inappropriate shocks due to the positioning of the rv lead next to the tricuspid valve. The lead was repositioned successfully on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.